Manufacturer narrative:
(B)(4). Not returned to manufacturer.

Event description:
On (B)(6) 2015 the patient was implanted with the rns system including; the rns neurostimulator and three cortical strip leads (cl-315-10-k) which were placed in the left frontal region. On (B)(6) 2016 the rns system and cranioplasty were explanted in order to treat the infection. On (B)(6) 2015 the patient was placed on vancomycin and then oral antibiotics until explant (initially IV 1 mo, then on chronic antibiotics - 11 mo on amoxicillin). Infection location was at a pinhole opening away from the incision site, over large cranioplasty area. On 10/12/2016 neuropace was told of the infection and explant. "Dr. (B)(6) reported to the fce that patient jp had an infection. He does not believe it is device related but he removed the rns because of proximity to the infection."